Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's doctor reported that customer's insulin pump has been having issues with no delivery alarms for the past few days. Customer's blood glucose was 396 mg/dl. Customer's doctor decline troubleshooting and wants a continuing therapy insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime test, and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.